Event description:
Confirmed extracapsular rupture of mcghan textured saline breast implant (right side). (Input (B)(6) 1992 - replacement for previous mcghan textured bilumen saline implant inserted (B)(6) 1991 due to capsular contracture). Baker's 4 capsular contracture on left side confirmed (B)(6) 2019 after months of pain. (Also mcghan textured bilumen saline implant; input (B)(6) 1991 - replacement for unk make of implant due to partial rupture). Capsule left in both times. FDA safety report ID# (B)(4).